Event description:
In late 2008, the pt reported experiencing elevated blood glucose readings of 400 mg/dl due to air bubbles in the insulin cartridge while using her backup infusion device. She stated that she feels nauseous when her blood glucose is elevated and she boluses 2 units of insulin when her blood glucose is over 400 mg/dl. Her normal blood glucose level is 200 mg/dl. During troubleshooting, it was found that the pt's basal rates and the time and date were not programmed correctly. She stated that she changes her infusion set every 7 days, and she does not allow insulin to reach room temperature prior to use. She was educated on the proper procedure for changing the insulin cartridge and a request for additional training was submitted. The pt called back the next day, and stated that air bubbles continue to form in the insulin cartridge during filling and after the cartridge has been inserted into the infusion device. During troubleshooting, the pt became upset and disconnected the call. She called back on original date, and stated that she continues to have issues with air bubbles after switching to her primary insulin device. She stated that she was using room temperature insulin and she was lubricating the insulin cartridge prior to use. She stated that she does not adjust the piston rod prior to inserting the insulin cartridge into the infusion device. She was assisted in completing the cartridge change procedure. Upon follow up six days later, the pt reported that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.